Manufacturer narrative:
According to the information provided by the technician, the issue was not reproduced by the customer, hence the on-site visit by our technician was cancelled. Device passed all performance and safety tests according to factory specification. The device was put back into clinical use. The device's logs were not provided for further analysis. Issue with delivery of o2, may lead to delivery of too low o2 concentration to the patient. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Even thought the source of the alarm activation is unknown, the investigation findings clearly confirm that there was no problem with the device.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator did not receive oxygen. There was no patient harm reported. Manufacturer's ref. #: (B)(4).